Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station displayed a black screen and was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed a black screen and was not communicating. The field service engineer (fse) disconnected the remote module, which allowed the machine to boot normally. Further checks revealed that the auxiliary was causing the main unit to fail during boot. Fse swapped cables to rule out cable faults and confirmed all connectors were properly seated, including the pyxibus cable. The auxiliary interface board was suspected to be defective, but a replacement was not available at the time. The remote module and tower were reconnected so the station could remain partially operational until the replacement part arrived. Fse replaced the pyxis module controller and drawer board, after which the station booted correctly. The hardware test application was run successfully, and functionality was verified through the medication application. The system functioned as intended after the field service engineer repaired the device.